Event description:
The customer contact reported device breakage. On an unspecified date, it was reported that the clave secondary port on the cassette of the tubing set was broken. No specific details were provided. No info was provided if the clave secondary port breakage occurred before or after pt use; however, there were no reported adverse pt effects and no reported delay of therapy. No medical interventions were reported. Though requested, no additional info was provided. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.